Event description:
A company rep was observing surgery and reported that the laser capsulotomy treatment was inadvertently bypassed in error by the laser operator. This resulted in a partial capsulorrhexis (all other incision treatments were made); the surgeon then proceeded to the operating room and manually created the capsulotomy, during which time he experienced an anterior radial rear. The intraocular lens was placed in the capsular bag and the surgery was completed without incident. The surgeon provided the following opinion on the root cause of the anterior capsule tear. Very dense cataract and a complete lysis treatment by the laser, which resulted on the loss of red reflex; "it was very hard for me to see the edges of the partial capsulotomy started by the laser." The following add'l details were provided by the company rep: the partial laser capsulotomy treatment was a result of pt eye movement during the capsulotomy treatment where the system sensed applanation was no longer in the green zone (approx halfway through the treatment). The system operated as intended and prompted the user to either redock the eve or bypass the capsulotomy treatment and continue. The surgeon inadvertently selected the option for bypassing the capsulotomy treatment. In the operating room, the surgeon experienced an anterior tear secondary to difficult visualization. There was no device malfunction reported.

Manufacturer narrative:
The device was not returned for eval and there were no errors or malfunctions reported that would warrant field service dispatch to investigate. The laser system device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. Company rep provided details of the surgery to explain root cause review published literature. The conclusion from the medical safety analysis is as follows: no device malfunctions occurred and the laser system was functioning as intended within specifications. Anterior capsule tear associated with incomplete laser capsulotomy completed with manual capsulotomy. Although surgeon reported lack of red reflex, capsulotomy extension is generally completed successfully, even in eyes that lack red reflex due to dense cataract. (B)(4).